Manufacturer narrative:
The customer cancelled the any further repair associated with the service call. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.